Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. At receipt, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Patient stopped charging the ipg a couple years ago when ineffective stimulation became an issue.

Event description:
Related manufacturer report numbers 1627487-2021-15085, 1627487-2021-15086. It was reported that the patient stopped charging their ipg as recommended due to not receiving adequate therapy from their system, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the system was explanted.